Manufacturer narrative:
One epifuse connector was returned for evaluation. No locked traces were found on the connector. Water was filled in the epifuse connector sleeve, and no leak was noted. Reported customer complaint has not been confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical pain management portex kit had leaked from the epifuse connector. No patient injury occurred as a result.